Event description:
The customer reported to customer service that she was engorged and trying to use her freestyle breast pump. She couldn't express milk and developed mastitis. She was told to use a hospital-grade pump so she rented one and used it. After a while, she thought she could go back to her freestyle pump. However, when she went back to the freestyle pump, she developed mastitis again.

Manufacturer narrative:
Customer service sent a replacement pump to the customer so that she could return it for a refund. In follow up with the customer, she indicated that her son was born on (B)(6) 2011 and he never breast fed; he would latch on and suck but apparently wasn't getting any milk. So, she was severely engorged when her milk came in. She tried the freestyle pump and it didn't express milk. She was told by a lactation consultant that she needed a hospital-grade pump, which she rented. She then tried to switch back to the freestyle pump because she had purchased it and wanted to return the rental pump to eliminate that expense, plus the freestyle is much more portable. She ended up with mastitis the next day (she believes (B)(6) 2011). She was on antibiotics that ended up not being effective and she got sick again while she was on the course of antibiotics. She then ended up getting a systemic yeast infection because of the double course of antibiotics. She tried the freestyle again later with larger breast shields and it still was not effective in expressing her milk and she ended up with clogged ducts that were painful and hard to work out. She was fearful of getting mastitis again, so she had returned to renting a hospital-grade pump. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. See eval summary below which indicates that the pump was operating within specifications and that the customer had attached the tubing incorrectly. Based on the fact that the pump tested to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Eval summary: the pump was visually examined and the following were noted: pump type: freestyle. Hour of use: 1. Ac adapter medela part #9207047 (tested and found to be within specification). The customer also returned the tubing which was noted to be plugged into the pump incorrectly. She plugged the tubing adapter which was meant to go into the breast shield assembly into the pump. Note, however, that this mistake has very little effect on vacuum performance and no effect on cycle rate performance. Note: both sets of data below were taken using the incorrect tubing set up which the customer had used. Vacuum level and cycle rates were measured (note: the pump ran for 30 seconds before any measurements were taken). This pump meets pass criteria for test #\ ts.6 which can be found in the freestyle design history file. (B)(4). The pump functioning properly throughout the experiment.